Manufacturer narrative:
Date of event - estimated based on aware date of (B)(6) 2021.

Event description:
It was reported that a pseudoaneurysm occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2020. A double curve watchman truseal access system (was) was positioned and a 33mm watchman laa closure device was implanted. On an unknown date post-procedure, a pseudoaneurysm was noted. The physician considered it serious but not relevant.